Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the stapler broke during firing and remained closed on an artery and was unable to be opened. The doctor had to switch to an open procedure. The doctor placed another device next to the broken unit and was then able to force the broken device from the tissue. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. Unanticipated tissue loss was reported.